Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned off their ins for some procedure and even when its off they still feel 'a kind of buzzing.' The patient also noted that sometimes they set stimulation and they feel the stimulation fade away. The patient wanted to meet with their rep at the hcp's office. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they contacted their rep but had not yet met with them. No further c omplications were reported.